Event description:
The customer reported that during set-up of the unit prior to use on a pt, the unit shut down when the "zero pressure" button was depressed. The event occurred two more times. On the third attempt, the pump functioned normally. Therapy was continued. No pt injury was reported.